Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor smooth round high profile 380cc saline breast prosthesis. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Product evaluation discovered two rents measuring approximately < 0.1 cm and both located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 7552564 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/30/2018, mentor became aware that the patient underwent bilateral removal and replacement with mentor 380cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).